Manufacturer narrative:
Insulin pump received with cracked lcd window and cracked case at the display window corner. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed test error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was damaged. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.